Event description:
A patient reported experiencing inaccurate high results with a lifescan meter. The patient's glucose results were 196mg/dl, 260mg/dl, 289mg/dl. Tests were done within 10 minutes with a difference of 22%. Patient did not experience any adverse events. No further information has been reported. Note: in the potential medical tab it was documented that, performed c-sol test 130(103-137) meter w/specs.